Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used during a procedure. It is reported that the stent sheared off of the angioplasty balloon and was undeployed in the right angle portion, where the 1st diagonal branches from the lad. The stent was still on the coronary wire but un-expanded and un-deployed. A second wire was placed parallel to the working wire, and a ptca balloon was placed adjacent to the un-deployed stent. The ptca balloon was then inflated to crush the stent against the lad and diagonal wall. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.